Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture discovered on an MRI. Later, healthcare professional reported "left breast: preprectoral silicone implant is intact. There is extracapsular silicone surrounding the implant, however." Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed on the surface of the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.